Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-oct-08 regarding a patient receiving unknown baclofen (dose and concentration unknown) via an implanted infusion pump. The indication for use was unknown. It was reported that a flipped pump was confirmed on (B)(6) 2019. The hcp suspected an issue when trying to refill the patient's pump, and an x-ray was performed to confirm the flipped pump. No symptoms were reported and the representative was to confer with the hcp. No further complications were reported or anticipated.